Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported a blank display. She stated that the display was able to return after she inserts a new battery. Customer's blood glucose was 378 mg/dl. Customer has treated her blood glucose with the insulin pump. The customer also reported a motor error alarm and no delivery alarm had occurred. The customer stated she was able to complete the rewind sequence on the insulin pump. Troubleshooting found insulin was able to exit from the tubing and the insulin pump did not alarm no delivery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.